Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they were unable to communicate with the patient programmer, and there was a sudden change in therapy. It was indicated that the patient used an antenna, and troubleshooting did not resolve the issue. It was noted that the patient had the implant for nine years. The patient was to follow-up with the healthcare provider to have the implantable neurostimulator checked for depletion. There were no return of symptoms reported. The patient was implanted for urinary dysfunction/sacral nerve stimulation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.